Event description:
It was reported that approximately 8 weeks post lens implantation z-syndrome was observed. The lens was repositioned and ctr was placed. The report refers to the patient's left eye. The current prognosis is excellent. According to the surgeon the likely cause of the reported event is capsular fibrosis.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.